Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of trocars kept coming loose; therefore, the condition of the product could not be verified. Clinical evaluation has been reviewed. No contributing factor has been identified. The reported product¿s lot number did not contain a phaco tip, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes damage to the trocar cannula. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during posterior vitrectomy surgery in an ophthalmic system, while the surgeon injected oil, a bubble formed at the tip of the cannula and created a huge choroidal issue in the patient. The patient experienced anterior chamber shallowing, and the current condition was unknown. The infusion stopped as if the line was kinked. The line was moved from the small channel to the larger channel, and the line cleared. The ophthalmic trocars kept coming loose multiple times and needed to be reinserted. The procedure was completed on the same day. The patient¿s current condition was unknown. Additional information was requested; none was received to date. This report pertains to ophthalmic trocar involved in this reported event.